Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent after the device evaluation if the device is received.

Event description:
It was reported that during a peripheral artery arthrectomy endovascular left axillary femoral bypass graft procedure, the subclavien artery was lacerated causing excessive bleeding and loss of control of the surgical site. Total blood loss was 20cc and was controlled using a ligasure sealer the incident extended the procedure an extra 20 minutes. It was reported that the subclavien artery was difficult to access. A request for additional information reported that the clip scissored on the first firing of the device. The patient was discharged with no further issues.